Event description:
Healthcare professional reports one incident of a patient reaction with the psn 120 diaylzer. It was reported that upon initiation of treatment, the patient complained of shortness of breath, and began sneezing. It was further reported that the patient's nasal passage began to close and the patient's nose swelled. Treatment was stopped and blood was returned to the patient with no reported blood loss. Patient was administered epinephrine .3cc 1:1000 subcutaneus, benadryl, 25 mg IV, solumedrol, 30 mg IV and 3 l oxygen via mask. It was noted that it took approximately 30 minutes for the patient to experience relief and recovered within one hour. It was noted that the patient was sent home after the incident and did not continue with treatment as electrolyte levels were within limits.